Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan. The technical service report is attached indicates: upon inspection of this product, we found that moisture had gotten inside the lens, and even after cleaning the tip and removing surface dirt, the lens remained cloudy. However, since the components for this product are not supplied by the overseas manufacturer, we are unable to disassemble or replace parts for repair. Therefore, we have decided to declare this product unrepairable. Probable root cause: laser welding seal failure. Distal/proximal window solder failure. Damage to optical train. Damage to needle. Damage to distal or proximal windows. Moisture intrusion. End of life wear-out. Environmental disturbance: endoscope colder than dew point. Environmental disturbance: fluid entrapment between the coupler and eyepiece junction.(eyepiece only). Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that water entered the scope and caused it to fog up. Therefore, there was a foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that water entered the scope and caused it to fog up. Therefore, there was a foggy image.